Manufacturer narrative:
The device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the distal end of the stent, stent struts were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 23 cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-feb-2019. It was reported that tip damage occurred. The 85% stenosed, 30mmx3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the tip of the shaft was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.